Manufacturer narrative:
Device evaluation summary: visual inspection of the 2 opened devices shows the introducer tip is protruding out of the tip and appears to be deformed inside the body of both cannula. The introducer insertion force appears to be tight on both devices. Reason for return was confirmed. Conclusion: medtronic received information that during use of this bio-medicus cannula, when being inserted with the stylet, the stylet sticks inside the catheter, begins to kink and does not insert through the tip. When inserting the stylet, it was sticking to the inner walls of the cannula causing it to kink or buckle on itself preventing it from advancing through the cannula. This occurred with two cannula of same lot number on the same case and then finally the third one they used was fine. There was no adverse patient effect. Complaint is confirmed for obturator not passing through the cannula. The obturator was introduced into the cannula and it was observed that the obturator was bent and was unable to pass though the tip of the cannula. After analysis this complaint was determined to be a supplier-related issue (nordson). The manufacturing site (tijuana mexico) was notified about this and was asked to start inspection of all the product prior to release it to the field, in the meantime, nordson was contacted to help with this issue correction. It is guarantee that no more product will be released without inspection and evidence that the product performance meets specification. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. A review of complaints received from oct2019 through oct2020 for this model number found additional complaints related to th is issue, a total of 14 occurrences from 4 different customers within one month; however, as this issue has been mitigated, product manufactured on or after october should not present this issue. Medtronic will continue to monitor for future occurrences and trends per the product quality meetings procedure. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that during use of this bio-medicus cannula, when being inserted with the stylet, the stylet sticks inside the catheter, begins to kink and does not insert through the tip. When inserting the stylet, it was sticking to the inner walls of the cannula causing it to kink or buckle on itself preventing it from advancing through the cannula. This occurred with two cannula of same lot number on the same case and then finally the third one they used was fine. There was no adverse patient effect. Additional information: the cannula was not heated or cooled prior to use (or room temperature). The kink was not in the location of the sutures.